Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/11/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angle reamer drive shaft jammed up while reaming when the surgeon was reaming the glenoid with the augment reamer handle. The case was delayed a few minutes in opening a replacement to complete the procedure. This was discovered during a reverse total shoulder procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9676, was received for investigation. Visual inspection noted signs of wear on the device. Functional testing noted that the reamer experienced resistance when sliding into its mating part, ar-9597-10. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.